Event description:
It was reported that the buttons on the insulin pump are sticking. It was stated that the device was submerged into the ocean 3 days prior to the call. Customer was using and older insulin pump as a backup plan. Blood glucose value was 8.9 mmol/l. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.